Event description:
Physician was attempting to remove post-operative jackson-pratt drain from pt's operative site and drain "snapped" and retracted into the pt's abdomen. Pt taken to surgery to remove drain.